Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator (epg) displayed an error code during power up. The epg battery was removed and reinstalled, and the epg was powered up several times and the error code did not reappear. The epg will undergo testing before it will be used again. There was no patient involvement.